Event description:
It was reported that the procedure was to treat an lesion in the iliac vessel with moderate tortuosity. The 5.0 x 40 mm armada 35 balloon was advanced to the lesion without issue and inflated to 8 atmospheres (atm); however, the balloon could not be deflated. The inflated balloon was removed from the anatomy, with resistance noted. Outside the patient anatomy, the balloon was inflated further, but could not be deflated. Another armada 35 balloon catheter was used to complete the procedure. It was noted that the balloon was soaked prior to use and prepped outside the patient anatomy, before use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties deflating the device were able to be confirmed. Additionally, the scanning electron microscopy (sem) lab analysis determined that the deflation issues may possibly be related to a material/processing discrepancy at the proximal balloon joint. Upon an expanded investigation, it was determined that the possibility existed that the cause of the difficulties deflating the device could potentially be related to a manufacturing issue, therefore the occurrence of this incident will be further assessed per site corrective and preventive action operating procedures and appropriate corrective / preventive actions will be taken accordingly.